Manufacturer narrative:
Unit passed displacement test. Hardware low level failures alarmed during self test and was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 545 mg/dl. She treated her high blood glucose with insulin pen. The customer reported that the plunger stays locked during bolus. The customer's other blood glucose values were 145 mg/dl, 271 mg/dl, and 264 mg/dl. The insulin pump will be returned for analysis.